Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: MFR#0001825034-2018-02327, MFR#0001825034-2018-02328. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that, during a left ankle fracture repair, the surgeon was unable to seat the implant flush onto the fibula. The surgeon attempted three different devices, requiring additional drilling each time, and experienced the same problem. The surgeon completed the procedure using an alternate zimmer biomet device. A 30-45 minute delay in surgery occurred. Attempts have been made and additional information on the reported event is unavailable.